Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt felt an infection in the upper neck area. On (B)(6) 2010, it was reported that the doctor explanted the ipg and provided the pt with IV antibiotics. The explanted ipg was returned to the manufacturer for analysis, however, it was noted that the event could not be confirmed through testing. Therefore, no analysis was performed on the ipg.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were also reviewed. The event could not be confirmed through testing. Therefore, no analysis was performed on the ipg. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.